Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl at the time of the event. The customer was treated with food intake. The customer does not show any symptoms of low blood glucose. Troubleshooting was performed and found that the auto mode feature was active at the time of the event and the pump was used within 48 hours of reported event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.